Manufacturer narrative:
The reported events of high pacing impedance and inadequate capture were confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil was severely over torqued and all of the inner coil filars were broken/separated in the connector region due to procedural damage. Electrical testing found an internal short due to the over torqued inner coil in the connector region. Unable to perform impedance test due to the helix retracted with soft tip as received and the over torqued inner coil in the connector region restricting the helix from extending. The cause of the reported events was isolated to the severely over torqued inner coil and the broken/separated inner coil filars in the connector region due to procedural damage.

Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that lead exhibited inadequate capture threshold and high pacing impedance. The lead was replaced with a new lead. Patient condition was stable.

Manufacturer narrative:
Further information was requested, but not yet received.